Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a follow up in clinic, the device was unable to be interrogated. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of inability to interrogate was not confirmed. The device was received from the field with battery voltage above elective replacement indicator level (eri). Visual inspection of the header and connector found no anomaly related to the field concern. Electrical and mechanical analysis performed under nominal and field conditions indicated normal functionality, and no interrogation anomaly was noted. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.